Event description:
Patient receive mappropnate s oc or t-wave oversensing (twos) . Lead integrity alert (lia) triggered on (B)(6) 2022 for elevated sensing integrity counter (sic) and high rate non-sustained episodes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).